Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst commented that the helix extends and retracts within product specification.

Event description:
It was reported that during the implant attempt, after the lead was placed in the right ventricle, the helix would not extend. It was also reported that when the lead was taken out of the body, it took 35 turns to get the helix to extend. The lead was not implanted. No patient complications have been reported as a result of this event.